Manufacturer narrative:
The meter serial number was (B)(6). No product was available to return for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Event description:
It was alleged that a patient had a questionable result when testing with a coaguchek inrange meter. At 8:30 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.9 inr. At 8:50 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.8 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient tests once per week.